Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cardioplegia pump stopped working after fifteen (15) minutes of every use. As a result, an alternate device was employed. The pc cardioplegia assembly relay board was replaced at the user facility and the device functioned properly. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. Investigation in process, but not yet completed.